Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that the customer experienced hyperglycemia and the insulin pump had a motor error alarm. The customer's current blood glucose level was 403 mg/dl. The customer reported that the drive support cap appeared normal or slightly indented. The customer was able to successfully clear the alarm and was able to complete the insulin pump rewind. The customer could not perform troubleshooting for high blood glucose due to motor error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.